Event description:
It was reported that an interpulse handpiece leaked greenish colored fluid once hooked up. A spare device was used and the procedure was completed successfully with no significant delay. There were no medical interventions or adverse consequences reported with the event.

Manufacturer narrative:
This investigation is being submitted because the product evalaution is complete.

Event description:
It was reported that an interpulse handpiece leaked greenish colored fluid once hooked up. A spare device was used and the procedure was completed successfully with no significant delay. There were no medical interventions or adverse consequences reported with the event.